Event description:
Essure coil migrated. I experienced back pain, random shooting pains in side and pelvic area, chest pains, fatigue, weight gain, sleep apena, gi issues, brain fog, mood swings, uti, hair loss etc. Gathering lab data. (B)(4).